Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hematoma, rupture, capsular contracture baker grade ii, asymmetry" and "significant wrinkling that does not regain shape."

Event description:
Healthcare professional reported "hematoma, rupture, capsular contracture baker grade ii, asymmetry" and "significant wrinkling that does not regain shape." Device has been explanted.